Event description:
The rptr stated that her husband did a meter to lab test comparison. At home his fasting meter reading was 263 mg/dl. A venous draw was taken to a lab, and within an hr of his meter reading, had a result of 145 mg/dl. On follow-up, no symptoms were reported. He does not check his confirmation dot for enough blood or comparision to the color chart. He had never cleaned his meter. It was stated that sometimes the blood goes into the white area of the strip. The lifescan rep reviewed coding, cleaning, use of control solution, and application of sample.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8